Manufacturer narrative:
The device remains implanted, and there is no lot number available for this device; thus, no evaluation has been conducted. Without the benefit of review and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Device remains implanted.

Event description:
Patient has pain, vaginal bleeding, infection, several abscesses & problems with ambulation that started immediately after surgery. Patient is still experiencing these discomforts and returning to the doctor to seek remedy. Patient states "the wires used to attach device to my body were not covered adequately due to low levels of hormones. This caused pain & discomfort."